Event description:
Left side: patient reported being diagnosed with skin cancer. Follow-up findings: ubc was unable to medically confirm the reported diagnosis of cancer nonbreast. Patient later reported left side rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional later reported left side rupture as well as exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.